Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1416702) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following information was reported: sealant was stuck on the end of the tamp tube when removed after the deployment, manual compression was applied for 25 minutes, the patient was not hospitalized. Stick location: commo femoral artery. Vessel size: 6mm. Procedure: peripheral.